Event description:
Dealer states "joystick will not turn off, even when power switch is in off position." Quote #(B)(4) for replacement part. No injury alleged

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue at this time. Dealer to call back after po obtained. Model 3gtq-cg, serial number/date code (B)(4) is approximately 5 years old. The owner's manual part number 1143151 rev d (jun-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. (B)(4).